Event description:
It was reported the customer received a motor error alarm during a bolus. Customer's blood glucose was 151 mg/dl. The customer could not recall any significant events leading to the alarm. Troubleshooing found the customer uses the sensor feature on their insulin pump. Customer was advised a false motor error alarm may be caused by viewing the sensor glucose graph while the insulin pump is delivering a bolus. The customer stated they were able to complete the rewind sequence on their insulin pump. Customer stated they would monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.